Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported that the catheter was broken. There was no reported patient injury. February 14, 2023 ¿ additional information was received. Broken catheter was discovered when the nurse came to check it out. The severed catheter has been recovered and is not in a threatening situation. The PICC line was replaced. There were no patient complications due to the fractured catheter. Catheter fracture was outside of the patient¿s body. No debris were retained within the patient. No surgery was required to remove the catheter was the fracture was outside of the patient¿s body, simply pulled out the catheter. Patient was receiving nutrients through the PICC. PICC was secured with statlock and transparent dressing, the area around the insertion site of the catheter was covered with dressing at 35 cm insertion, but the statlock part was not covered with dressing.

Event description:
It was reported that the catheter was broken. There was no reported patient injury. February 14, 2023 ¿ additional information was received. Broken catheter was discovered when the nurse came to check it out. The severed catheter has been recovered and is not in a threatening situation. The PICC line was replaced. There were no patient complications due to the fractured catheter. Catheter fracture was outside of the patient¿s body. No debris were retained within the patient. No surgery was required to remove the catheter was the fracture was outside of the patient¿s body, simply pulled out the catheter. Patient was receiving nutrients through the PICC. PICC was secured with statlock and transparent dressing, the area around the insertion site of the catheter was covered with dressing at 35 cm insertion, but the statlock part was not covered with dressing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the catheter is confirmed and was determined to be related to tensile failure. One 5 fr d/l groshong catheter was returned for evaluation. An initial visual observation showed light use residues throughout the catheter, and the catheter was fractured at the 54 cm depth marker. A tactile observation of the device revealed tensile weakness in the proximal side of the break with whitening observed circumferentially along the catheter. A microscopic observation revealed a finely granular fracture surface and whitening on the proximal piece of the break once tensile forces were applied. The complaint of a break in the catheter is confirmed and was determined to be due to tensile failure. Catheter securement techniques may have contributed to this failure, as the break occurred at a potential securement area for the catheter.